Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 and l5-s1 fusion where rhbmp-2 was mixed with lamina bone and bone void filler, and placed into the spine at each level via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with lumbar stenosis with lumbar epidural lipomatosis, spondylolisthesis and degenerative disk disease and underwent the following procedures: l4 laminectomy, bilateral facetectomy l4-5. L5 laminectomy, bilateral facetectomy l5-s1. Pedicle screw fixation l4-5, s1, transverse process fusion l4-5, s1 using bmp, morselized lamina bone, bone graft. Nims monitoring system bilateral extremities. Use of o-arm guided CT stealth for screw placement. As per op-notes, ¿we placed bmp, morselized lamina bone, bone graft, performed bilateral transverse process fusion l4-l5, s1.¿ the patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.